Manufacturer narrative:
The manufacturing processes as well as device history reports show that the subject lead has been manufactured and delivered to the field following all applicable procedures. The review of provided data highlighted lead failure, most probably linked to an insulation failure. Provided data were analysed: - during the follow-up on december, february and may, no issue is suspected on the subject lead. - since 15 may, there are several recorded episodes showing non physiological signals on the atrial channel and atrial oversensing, - decrease of the atrial impedance since (B)(6) 2024, - decrease of the atrial amplitude since (B)(6) 2024, - atrial spikes do not capture. A reintervention is recommended at this time to replace the atrial lead, however this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the next follow-ups. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the atrial seems broken. Is it true?